Event description:
It was reported that when stimulation was turned off, patient experienced a loss of therapeutic effect. Patient was getting discomfort therefore he checked the device and found out it was off. Then she turned it on and about 2 to 4 hours later, the device turned off on its own again. When patient turned it on, it came right back on. This continued all weekend. There was no error message. Patient did not have fall or trauma. It was noted that patient did not know right away when the device was off, and she started getting symptoms.

Manufacturer narrative:
Product ID 3889-28, lot# v802403, implanted: (B)(6) 2011, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).